Manufacturer narrative:
The subject device had not been returned to olympus medical systems corp. But was returned to olympus (B)(4). As the evaluation is in progress, the exact cause of the reported event could not be conclusively determined at present. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that the endoscopic image of the subject device disappeared at half of the unspecified procedure. The facility replaced the subject device with a similar but different olympus bronchoscope and completed the procedure. There was no patient injury report.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp.(omsc) but was returned to olympus (B)(4). In the evaluation, it was unable to duplicate the reported event and was found that there was a pixel fault in the endoscope image of the subject device and the inside parts of the electrical connector were corroded. There were no other abnormalities in the subject device. The cause of the damage could not be determined at present. However, considering the similar cases, the electrical connector possibly corroded reprocessing without the water-resistant cap, and the insufficient reprocessing caused the disappearance of the endoscopic image. The operation manual has already warned; ¿when reprocessing an endoscope, confirm that the water-resistant cap is securely attached to the endoscope connector before immersing the endoscope in reprocessing fluids. If the water-resistant cap is not securely attached, water, detergent solution, and/or disinfectant solution could enter the endoscope and damage the equipment." If additional information becomes available at a later time, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".